Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, on (B)(6) 2004, patient underwent following procedure: anterior lumbar interbody fusion at l5-s1 with interbody cages and bone morphogenic protein. Pre-op and post-op diagnosis: intractable low back pain secondary to degenerative disc disease. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.